Manufacturer narrative:
(B)(4). The device was evaluated for a reported issue of a no flow. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was conducted and found no issues. Functional testing was performed using the clear passage and pressure test. The reported no-flow event was verified. The device was determined to not meet product specifications related to the reported event because the solution would not flow due to a syringe being difficult to connect to the one link. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector did not allow flow during infusion. The device was being used with an unspecified baxter infusion pump and a non-baxter syringe. There was no patient injury or medical intervention associated with this event. Additional information was requested, but the reporter declined to provide further information about this event.